Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. During evaluation of the device to determine root cause, the technician observed impact damage to the lcd display consistent with mis-handling. The damaged lcd display was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device's display was not legible. Complainant did not indicate that there was any patient involvement in the reported malfunction.